Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was sent to our service centre where it underwent a thorough product evaluation. The device was found to operate within normal range: no issues or errors were identified. However the housing case was found to be broken. The likely cause of this and any other issues experienced with the device are likely due to the fact that the device has exceeded its expected service life. The expected service life of renasys go is 2 years and 10 months. Therefore the definitive root cause was determined as the unit reaching beyond its serviceable life. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported during treatment a decrease in pressure inside the appliance itself. Delay greater than one hour reported. No patient harm reported.